Event description:
It was reported that the patient with the implantable neurostimulator (ins) received a shocking or jolting sensation. Telemetry issues were also reported. The ins was unresponsive to telemetry attempts by the physician programmer, patient programmer, and the recharger. The device was discharged and the patient received stimulation that was "too intense". They were unable to turn the stimulation off with the physician programmer or recharger. They were unable to perform an emergency stop with physician programmer. They attempted a short physician mode recharge (pmr) but were not successful. The patient was in a position where the stimulation was tolerable and was able to charge. There were 6-8 bars of coupling and 1/2 battery charge was flashing. They continued to charge and attempted to turn off stimulation. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was lying in bed with the stimulation off when they suddenly "started to get stimulated". It was noted that the ins could not be turned off. It was reported that the patient's ins was subsequently replaced due to the "battery draining". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-30, lot# n138966007, implanted: (B)(6) 2008. Product typ: lead: product ID 37752, serial# (B)(4). Product typ: recharger: product ID 37743, serial# (B)(4). Product typ: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008. Product typ: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008. Product typ: extension. (B)(4).

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product ID, 3708160 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported over two years later that the device acted strangely and following that event the ins and lead were replaced.